Event description:
Pt fell from scaffolding landing on both feet. Sustained injury to multiple extremities including right ankle. Diagnosed with calcaneal fracture, talonavicular dislocation (transcalcaneal/talonavicular dislocation) compartment syndrome (right foot) resulting in fasciotomies, application of uniplanar external fixator, percutaneous reduction of talonavicular dislocation (right foot). Also had adjustment of external fixator and split thickness skin grafts. Patient returned in fall of 2010 for open reduction internal fixation right calcaneus and right triple arthrodesis. Materials used for repair included "smith and nephew utility plate using a combination of 3.5 locking and non-locking screws. An ex-plate from smith and nephew using 3.5 locking and non-locking screws. An iliac crest bone graft was placed in the subtalar joint using a press fit fusion and bone dowel fusion technique. 20 cc of vitoss bone graft." In early 2011, patient was fully ambulatory and prepared to return to work. After mowing grass without problem, patient woke the next day with right foot swelling and fevers. Presented to hospital with cellulitis right foot.